Event description:
On (B)(6) 2013, the patient contacted animas and alleged that she has had several pumps that failed her and resulted in her ending up in the hospital. This complaint is being reported based on the allegation that unspecified pump malfunctions resulted in the patient's hospitalizations.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.